Event description:
It was reported that approximately 6 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to central aortic regurgitation of unspecified severity. The patient is scheduled for a transcatheter aortic valve replacement (tavr) approximately 6 days following the initial onset of the regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to central aortic regurgitation of unspecified severity. The patient is scheduled for a transcatheter aortic valve replacement (tavr) approximately 6 days following the initial onset of the regurgitation. Additional information was received that the severity of the central aortic regurgitation was severe. Additionally, plaque or thrombus was not confirmed.

Manufacturer narrative:
Updated data: a2 a4 b3 b5 b7 g2 h6 - additional codes h10 - following confirmation of the valve serial number, a duplicate event was identified and previously reported in report number 9 617601-2026-01827. All further information pertaining to this event will be reported in this report number 9617601-2026-01352. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to central aortic regurgitation of unspecified severity. The patient is scheduled for a transcatheter aortic valve replacement (tavr) approximately 6 days following the initial onset of the regurgitation. Additional information was received that the severity of the central aortic regurgitation was severe. Additionally, plaque or thrombus was not confirmed. Additional information was received that following the implant of this transcatheter aortic bioprosthetic valve (tav), mild paravalvular leak was noted. Approximately six years, nine and a half months following valve implant, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation without hemodynamic valve deterioration. Subsequently, the patient was treated with re-intervention for the failed tav. A second non-medtronic valve was implanted within the medtronic tav.